Manufacturer narrative:
Additional info: additional information received and it was learned that the patient was experiencing ongoing halo/glare and was unable to tolerate. Therefore, the iol in the right eye was explanted on (B)(6) 2025. Another johnson & johnson lens, model dib00 23.5 diopter was implanted as a replacement. No additional information has been provided. The following sections have been updated accordingly: section b2: required intervention to prevent permanent impairment/damage (devices). Section d6b: if explanted, give date: (B)(6) 2025. Section h6: health effect - impact code: 4629 explant. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: exact date unknown/not provided. Best estimate date is between 6/5/2024-2/4/2025. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported experiencing intolerable halos and glare following the implantation of an multifocal intraocular lenses (iols) in both eyes. An explant procedure is planned, but it has not yet been carried out. The lens remains implanted at this time. Through follow-up, it was learned that the patient has been unable to adapt to the nighttime halos, and as a result, the patient could not drive at night. The patient's operative report was received and noted that tobramycin/dexamethasone (tobradex or equivalent) medication was prescribed. The surgery was routine to implant the lens. No additional information has been provided. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye. A separate report will be filed for the left eye.